Event description:
Info received indicates the hi/low function will move down unintentionally when the head or knee functions are activated.

Manufacturer narrative:
The facility's maintenance has not completed the repairs to the bed.